Manufacturer narrative:
Device passed displacement test and self test. Pump error confirmed in pump history with variable (003) due to broken trace at pin 1 on u1 keypad assembly.

Event description:
Customer reported via phone call that insulin pump had hardware low level failure. Customer was able to successfully clear the alarm. Customer is able to complete pump rewind. The customer¿s blood glucose level was 86 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.